Event description:
Patient had nephrostomy tube inserted on 3/16/93. On 3/17/93 patient was found to have had tube removed. When flouroed, part of the nephrostomy catheter was still in the patient. Physician was able to remove the catheter and replace it with another.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily, invalid data. Invalid data - on device destroyed/disposed of status.